Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a cut in the tubing. Functional testing was performed including pressure test and clear passage test and the results were not satisfactory. The reported condition was verified. The condition was caused by the automated machines during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set cracked leading to a leak. It was further reported that the leak occurred just above the y-site closest to the patient. This issue was identified during patient infusion with antibiotic medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.